Manufacturer narrative:
(B)(4). Most likely underlying root cause: black chemistry due to improper storage. (Returned test strips produced low readings).

Event description:
Consumer complaint of high blood glucose results. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Control test performed prior to call with result of 85 mg/dl for level two control solution lot #5ac2a42. Control test performed during call on (B)(6) 2015 produced result of 33 mg/dl. Control test not within acceptable range of 91 to 123 mg/dl. Control level two lot # 5ac2a42 MFR's expiration date is (B)(6) 2016 and open date is (B)(6) 2015. Verified storage of product is within instructed spec. Test strip lot MFR's expirate date is (B)(6) 2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 120mg/dl (B)(6) 2015 08:30am fastin; 154mg/dl (B)(6) 2015 08:00am; 125mg/dl (B)(6) 2015 08:15am; 163mg/dl (B)(6) 2015 12:16pm; 123mg/dl (B)(6) 2015 08:30am. Adverse event not reported.